Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: bronchial injury post cryoablation for atrial fibrillation. Annals of the american thoracic society. 2015;12(7):1103-1104.(B)(4).

Event description:
Desai ak, osahan ds, undavia mb, nair gb, nair gb. Bronchial injury postcryoablation for atrial fibrillation. Annals of the american thoracic society.2015;12(7):1103-1104. A journal article was reviewed which contained information regarding a cryoablation procedure. The article indicated that there was a "very rapid and sustained drop in temperature" during the ablation procedure; and subsequently the procedure was stopped. There was also a "bronchial erosion" noted during a post-procedure bronchoscopy. The patient was treated with medication and two months later all was resolved. No further patient complications have been reported as a result of this event.